Event description:
It was reported that patient was revised on a right knee due to instability.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot patient details were reviewed and no indication was found that the event was related to device design, materials, or manufacturing. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Update: confirmed patient was revised due to dislocation.

Manufacturer narrative:
An evaluation of the device cannot be performed. Devices were retained at (B)(6). Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.